Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure on (B)(6) 2021, the physician sheared one sheath inside patient¿s body as he was removing the needle. Part of the sheath is still inside patient.